Event description:
Event description cpi received information that this endotak down-sized lead (0125) was removed from service because of a sensing problem, caused by a lead connector problem. The rate sensing portion was capped, and the shocking portion remains active. Another cpi lead was added to the patient's system for the rate sensing portion.